Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the implant was fractured. The implant was subsequently removed. It was also reported that the implant had infection and severe bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on apr 14, 2020, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. Investigation found that the item was not manufactured by zimmerbiomet. As a result, the prior submission for MFR- 0001038806-2020-00068 submitted on jan 09, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.